Event description:
The target coil wasn't deployed successfully in the catheter correctly. It "bunched up" while trying to insert it in the catheter. There were no complications. Manufacturer response for device, neurovascular embolization, target (per site reporter). The rep provided shipper kit to return the device to the manufacturer for evaluation.